Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received reporting a vsp repair procedure was performed, but a leak occurred, so a cp was inserted on april 28th for preoperative waiting. The impella 5.5 was used to stabilize hemodynamics. After confirming the course of the blood vessel, insertion was attempted from the left subclavian, but the shaft bent when passing through the ascending aorta from the brachiocephalic side, and propulsion was lost. Subsequently, it did not pass through, possibly due to a permanent bend. Several attempts were made, but insertion was unsuccessful, so the procedure was cancelled.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. Ventricular septal perforation repair surgery was performed, but a leak occurred, so an impella cp was inserted on (B)(6) to wait for the preoperative procedure. An impella 5.5 change was noted due to hemodynamic stabilization. The movement of the blood vessel was checked and inserted from below the left clavicle, but the shaft broke when it passed the ascending aorta from the head of the arm, and the propulsion force disappeared. After that, he did not pass, perhaps because he had a habit of breaking. It could not be inserted several times so insertion was stopped. The procedure was successful with the device.